Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a stored episode of a 60 cycle electromagnetic interference (emi) after using a soldering gun and being near a car engine. No programming changes have been made and the device remains in use. No patient complications have been reported as a result of this event.